Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie drawer 6 pocket e3 failed to open, which located on r4 imc. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy cbl pyxibus 7 drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of medstation es station - cubie at r4_imc won't release despite multiple reboots was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that the legacy full height cubie drawer (6 pocket, e3) failed to operate and would not be released. The fse replaced a worn retractor band flex cable. During inspection and testing, row e was found not to open or release the pockets. The worn retractor band flex cable was replaced, and the pyxibus cable was replaced due to a cut. Foil shards were cleaned from underneath the trays. The unit was subsequently tested in diagnostics and application mode, with no issues observed. The customer recovered the system, and final testing confirmed normal operation. During dchu visual inspection: pn 121085-01: the unit revealed signs of thermal damage, including exposed copper strands and burn marks. No fluid ingress or other anomalies were observed. Pn 350993-01: both units were received with black marks. No evidence of physical damage, cuts, bends or other anomalies along the flat flex cable. During dchu testing: pn 121085-01: no further testing was required due to evidence of thermal damage, with exposed copper strands. Pn 350993-01: testing was performed using a calibrated digital multimeter placing the part on an esd protected area. All strands showed proper continuity with no anomalies detected confirming proper electrical connection across all strands with no anomalies detected. Functional testing could not be completed. Results remain inconclusive because the component received is a legacy part number that is not supported by the available test equipment. As a result, the unit cannot be functionally tested. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue medstation es station - cubie at r4_imc won't release despite multiple reboots was due to the damaged of the assy cbl pyxibus 7 drawer (pn 121085-01) which had signs of exposed copper strands leading to the observed thermal damage compromising the drawer's functionality.